Event description:
Complaint received regarding two 011mc100, microclave clear, lot# is unknown. Report states: leak of noradrenaline from blue port not giving set connection which added to the hypertension.

Manufacturer narrative:
Lot review: could not be accomplished as we have an unknown list number, to date. Visual analysis: 3/14/2017 - received: two bifuse extension sets lot# unknown and one used double bifuse extension set lot# unknown. Coring was observed on one of microclaves. The microclave identified with the white tag was observed to leak at the base. Engineering functional testing: two unidentified ICU medical bifuse sets with microclave and one unidentified ICU medical quadfuse set with microclave were returned for investigation of leakage. Microscopic examination of the microclave connectors revealed that the two bifuse sets had seal tearing on the top surface to the edge and seal coring. The quadfuse set had moderate slit propagation that did not extend to the edge of the seal on three of the quadfuse lines. The quadfuse extension set was pressure leak tested and no leakage was observed at any location along the fluid path. The two bifuse extension sets were disassembled at the microclave connectors that had visible damage. Bifuse #1: silicone seal: seal tearing on the top surface to the edge of the seal. Coring on the top surface of the silicone seal. Spike: tip was twisted off at the base of the windows. Housing/body: no damage or anomalies. Bifuse #2: silicone seal: seal tearing on the top surface to the edge of the seal. Spike: necked below the windows. Housing/body: no damage or anomalies. Final engineering summary: the complaint of microcalve leakage was confirmed in two of the bifuse extension sets. The quadfuse did not leak during testing. The bifuse leaking was the result of access with incompatible mating devices during use. Coring and spike necking is typical of access with an incompatible mating device with a male luer inside diameter smaller than 0.062". Seal tearing is typical of access with a mating device with a male luer inside diameter larger than 0.110". The microclave connector should only be accessed with an iso compliant male luer with an inside diameter between 0.062" and 0.110". ICU medical will continue to monitor and trend.

Event description:
Complaint received regarding two 011mc100, microclave clear, lot# is unknown. Report states: leak of noradrenaline from blue port not giving set connection which added to the hypertension.